Event description:
It was reported that a person using an ilet system experienced persistent hyperglycemia with a reported blood glucose of 375 mg/dl that was not decreasing, and the support agent recommended performing a supply change as troubleshooting. Symptoms included hyperglycemia. Outcomes included no alarms or alerts and no hospitalization. Investigation included remote troubleshooting and education with a recommendation to change infusion or related disposable components. Investigation of this case revealed no evidence of device malfunction based on available information, and the issue remained of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.